Manufacturer narrative:
Per the case notes and communications, it was stated that the customer does not believe the device was a factor in the patient death and there was no allegation/concerns of device functionality or user handling. The customer was able to get the patient data printed. Based on the available information, this is not consistent with a device use issue and there is no indication that the device was a factor in the patient event. No device malfunction is supported. The customer was able to get the patient data printed that they were seeking. There have been no further calls logged for this issue.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. No patient data was provided by the customer.

Event description:
The customer called in seeking assistance obtaining patient data for review and for the patient file. The patient expired.